Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that the patient did not like how the stimulation felt. The patient underwent an explant procedure. No further information could be obtained.